Event description:
Procedure: robotic thoracotomy. According to the reporter: during a robotic thoracotomy utilizing the davinci robot, the 12mm optical trocar was being used and the cannula cracked vertically along the seam of the device. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into patient.

Manufacturer narrative:
(B)(4).